Event description:
Initial ft4 result of 39 pmol/l. Same sample repeated on same instrument recovered 41 pmo/l. Same sample repeated using different methodology recovered 22.5 pmol/l. A second, different sample, initial result of 62 pmol/l for ft4. Same sample repeated using different methodology recovered 34 pmol/l. If additional info is received, appropriate notification will be provided.